Manufacturer narrative:
No cycling numbers noted. No button error alarm noted. All buttons function properly; however unit had corroded keypad traces. Cracked reservoir tube window noted. Unit had cracked reservoir tube, cracked belt clip slot, battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time 190 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.